Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a follow up a decrease in pacing impedance measurements was noted as well as an increase in pacing thresholds due to an exit block since the implant. No sensing issues were noted, and the high voltage measurements were normal. A revision took place and the lead was disconnected from the device and tested with a competitor pacing system analyzer which showed similar results. This right ventricular (rv) lead was thus explanted and will be returned. A competitor lead was implanted with the existing device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies although the helix was extended. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.